Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head left siderail was broken and would not stay on. It is unk if there was pt involvement, however no adverse consequences are reported.